Event description:
The caller reported that their pump screen was not turning on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the caller through troubleshooting steps, but the issue persisted, leading to the decision to replace the pump. The customer was instructed to send the malfunctioning pump back to tandem and was advised on steps to take upon receiving the replacement pump, which was sent by technical support. Customer continued to use the pump for insulin therapy.